Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the inlay was not accept by the partial tibia. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the sigma hp uni tib tray sz3 rmll has signs of bone ingrowth adhered to the fixation surface. However, there are no signs of a device nonconformance that would contribute to the reported complaint. A functional test was unable to be performed due to the post-manufacturing damage of the mating device. However, due to the visual damage observed on the insert, the difficulty/inability to assemble mating devices can be confirmed. A manufacturing record evaluation was performed for the finished device [102452300 / m85z66] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed based on the visual examination of the insert condition. The sigma hp uni tib tray sz3 rmll would have not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device [102452300 / m85z66] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified. Device history review: a manufacturing record evaluation was performed for the finished device [102452300 / m85z66] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified. Corrected: h3.

Event description:
It was reported that the inlay was not accepted by the partial tibia. There was a surgical delay of seventy (70) minutes. Changed to attune. There were no fragments generated. There were no patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added : d9. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10 concomitant. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.